Event description:
Implants placed 11/19/1997 (pt was edentulous for many yrs prior). Post-op infection developed under flaps on both sides. Implant exposed and removed 12/15/1997. X-ray showed extensive bone resorption around implant.